Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the cause of the catheter disconnection. It is a known risk of access port implantation. No corrective action is envisaged.

Event description:
The celsite access port was inserted on (B)(6) 2016. The catheter disconnected from the port was detected on (B)(6) 2016. The port was hence removed on (B)(6) 2016 and replaced with a (B)(6) equivalent. The patient experienced inflammation and tissue injury to her left breast. Symptoms were mild and treated with anti-inflammatories and dressings. She recovered completely.